Event description:
When unit is powered on, screen flashed but does not display anything. Found during test. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: evaluation of the device disclosed the screen was blank due to no backlight operation. This was due to an intermittent connection within the display cable. The display cable was replaced. The device was tested after repair and found to perform in accordance with its specifications.